Event description:
Customer reported that the alarm has power, but no alarm tone when pressure is off the sensor pad. No other damage reported by customer. There were no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).